Event description:
It was reported that a white particle was found on the bd plastipak¿ concentric luer lock syringe stopper before use while drawing up alimta. The following information was provided by the initial reporter, translated from german to english: "while drawing up 24 ml alimta (pemetrexed by lilly) with a bd plastipak 50 ml syringe ref 300865, lot 1912233, which we buy from you, a white particle of about 5 mm was noticed on the stopper. A similar particle is also on the correspondent spot at the upper part of the syringe. Because of this, we could not use 24 ml alimta 500 mg, the sterility and absence of particles is no longer guaranteed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-07. H6: investigation summary one used sample, two sealed samples, and three photos were provided to our quality team for investigation. Upon visual inspection of the used sample and photos, a white foreign matter is observed on the stopper of the syringe, no foreign matter was observed on the two sealed products. Further evaluation identified the white matter was silicone from the stopper. A device history review was performed for the reported lot 1912233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Stoppers are fed into the assembly machine with a linear feeder. It is possible the lubricant on the stopper accumulated onto the feeder, attaching to the stopper as observed on the product reported. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance according to procedure. While we could not identify a direct issue, this incident is likely related to the lubricant accumulating on the feeder. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a white particle was found on the bd plastipak¿ concentric luer lock syringe stopper before use while drawing up alimta. The following information was provided by the initial reporter, translated from (B)(4) to english: "while drawing up 24 ml alimta (pemetrexed by lilly) with a bd plastipak 50 ml syringe ref (B)(4), lot 1912233, which we buy from you, a white particle of about 5 mm was noticed on the stopper. A similar particle is also on the correspondent spot at the upper part of the syringe. Because of this, we could not use 24 ml alimta 500 mg, the sterility and absence of particles is no longer guaranteed."